Manufacturer narrative:
The field service engineer replaced the gear pump head, dilution bath assembly, vacuum nozzle, degasser, sample probe, the sample pipettor mechanism, and a valve for the sample probe. Maintenance was also performed. It was later determined there was an issue with the degasser pump and this was replaced. Calibration and controls were performed with no problems. Precision studies were performed and results were satisfactory.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 151 mmol/l and repeated as 141 mmol/l. The sample initially resulted in a k value of 7.68 mmol/l and repeated as 4.37 mmol/l. The na electrode lot number was p93. The electrode expiration date was requested, but not provided. The k electrode used on the first ise channel of the analyzer is z45 and the k electrode used on the second ise channel of the analyzer is z44. It is not known which channel was used for each sample measurement. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.